Event description:
It was reported to boston scientific corporation that a jagwire precursor device was used during a procedure performed in 2006 (patient gender, age, and weight are unknown). According to the complainant, they attempted to connect the device but it was not possible because the distal end of this device was closed (blocked). The closed area was opened by the needle, and then the connection was attempted again but it was not possible. This procedure was completed using another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."

Manufacturer narrative:
Visual inspection revealed a damaged spring; one of the coils is protruding. No other defects were noticed. A functional test could not be performed to the unit, due to the condition of the spring. The complaint was confirmed. The spring of the jag tail is damaged, therefore connecting to another unit is not possible. During the manufacturing process, units are 100% inspected verifying the integrity of the spring prior to shipping, at this time we cant determine how the damage observed to the unit occurred. The assignment of a root cause for this complaint is not possible. The device history record was reviewed and met all specification relevant to complaint upon lot release and has no anomalies related to complaint. The lot met all specifications relevant to the complaint upon lot release.